Event description:
It was reported that noise was observed on an egm. The noise was unable to be reproduced with isometric movements. No programming changes were made. The non-pacemaker dependent patient was stable.